Event description:
It was reported the pt experienced a laryngospasm while being transported from the operating room to pacu. The pt was resuscitated, but was not intubated. The pt was hospitalized for observation. The following day the pt was fully alert, mobile and was scheduled to be released. The pt was using the scs system and was receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.